Manufacturer narrative:
Software error detected noted in the insulin pump history and critical pump error (open book image) alarm during testing due to software error.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had critical pump error. The blood glucose level was 150 mg/dl at the time of incident. Customer reported they received the open book image on the pump screen. The customer was advised the pump will need to be replaced and advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.